Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain under breast for 2 days after device implant and rupture. Patient also reported vomiting, diarrhea, and abdominal pain which have been determined to be not device related. This record is for the left side. Device remains implanted.